Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified lower scan result on the adc device compared to an unspecified reading obtained on the competitor brand meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer was unable to self-treat due to unspecified symptoms. As a result, a non-healthcare professional provided insulin spray (dose/type unspecified) for treatment. There was no report of death or permanent impairment associated with this event. Reportedly, a glucose reading by adc device sensor scan of 2.30 mmol/l, 2.40 mmol/l was compared to a blood glucose test performed on the competitor brand meter with a result of 12.30 mmol/l, 10 mmol/l which when the provided results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The length of adc device was unknown. However, it is unknown when these readings were obtained in relation to the reported medical event.